Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 67.8 cm - 69.8 cm from the connector pin.

Event description:
It was reported that the system was explanted due to infection. Upon extraction, the left ventricular lead exhibited an insulation anomaly. The lead was returned.